Manufacturer narrative:
(B)(4).

Event description:
It was reported the symptomatic patient had chest pain and shortness of breath when presented in clinic two weeks post implant. Upon interrogation 27 episodes of inappropriate ams resulting from far r-wave oversensing. Programming changes were made.